Event description:
It was reported that the physician's tablet was giving a "failure to open port" error message. A new usb cable was provided to the physician and the non-functional usb was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed for the tablet device. An analysis was performed on the returned usb to db9 tablet serial cable which found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The cause of the anomaly appears to be related to mechanical stress to the cable.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.